Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. According to the additional information acquired, there was no issue with system boot-up; the issue was related to images not being displayed on the flexvision monitor during a procedure. Philips completed a good-faith effort to obtain additional details regarding the patient and the procedure's outcome. However, no additional information was received. A philips remote service engineer (rse) troubleshot the system remotely and identified an issue with the flexvision pc. Log file analysis confirmed a malfunction of the flexvision pc caused by defective grabber cards. Philips has initiated a medical device correction z-1145-2024 for this issue. After implementing the correction, the system was restored to proper working condition and made ready for clinical use. The codes were updated based on the investigation outcome.